Event description:
It was reported that during a laparoscopic gastric bypass procedure, the closing trigger would not close the instrument when attempting to close to put down trocar. A new device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and achieved its complete firing sequence without any difficulties. It was noted that three staples were malformed on the outer right side for straight firing, two malformed staples on the outer right side on the articulated firing. However, this was not related to the reported incident. The event described could not be confirmed as the device closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.